Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum fill message after filling the cartridge with insulin during the load process. The customer blood glucose level was 300 mg/dl with minor ketones. It was indicated that the customer does not have access to insulin. During follow up with tandem technical support, the customer was able to change out supplies and bgs were back in range at the time of the call.